Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2005. According to the complainant, the patient experienced serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, additional surgery and/or other injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.